Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found three external insulation abrasions breaching the ring electrode, right ventricular, and superior vena cava cable lumens, two at proximal to the suture sleeve tie impression, consistent with friction to device can, and the other distal to the suture sleeve tie mark, consistent with friction to another implanted device or feature of the patient anatomy. The ring electrode and right ventricular etfe cable coating were found intact, but one superior vena cava etfe cable coating was found to be abraded, while the other cable coating was found intact at the superior vena cava cable lumen abrasion location.

Event description:
This report is to advise of an event observed during analysis.